Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a moderately tortuous, heavily calcified 90-99% stenosis in the posterior tibial artery (pta). When an asahi gladius mg14 pv es guide wire was used with an asahi corsair pv microcatheter to cross the lesion, the tip of the gladius mg14 pv es became separated. The proximal shaft of the gladius mg14 pv es was removed. When a new gladius mg14 pv es was advanced into the corsair pv, it became trapped by the separated wire tip inside the corsair pv. The corsair pv was then removed together with the separated wire tip. The devices were then exchanged to resume the procedure. Plain old balloon angioplasty (poba) was performed to successfully reestablish blood flow. There were no adverse patient effects associated with this event.

Manufacturer narrative:
(B)(4). The reported gladius mg 14pv es was returned for evaluation with the concomitant corsair pv microcatheter. The polymer jacket of the returned gladius mg 14pv es was found elongated along with the coil from approximately 4mm distal to the proximal solder (set at 30mm from the tip for the purpose of fixing the coil onto the core). At approximately 17mm distal to the proximal solder, the elongated coil was found fractured and the polymer jacket was torn. The inner coil and the core were fractured at approximately 24mm distal to the proximal solder. Observation by microscope and scanning electron microscope (sem) found that the fracture end of the coil had a trace of fracture due to torsion generated most likely when the coil was pulled and straightened. The inner coil was found tightened proximal to the torn end due to torsion. Traces of ductile fracture by tensile were observed on the fracture ends of the inner coil and core. The tip of gladius mg 14pv es was found out of the tip of the concomitant corsair pv for approximately 1mm. X-ray observation found that the coil of the separated wire tip was elongated for approximately 220mm from approximately 7mm proximal to the tip end of the corsair pv and then fractured. Measurement of the returned gladius mg 14pv es suggested that the inner coil and the core were fractured at approximately 6mm from the tip, and the coil was fractured along with tearing of the polymer jacket at approximately 9mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation had most likely contributed to the observed fracture of the inner coil and the core on the returned gladius mg14 pv es. The applied stress would accumulate and exceed the product design limit when the tip was being caught and restricted its movement by the lesion, fracturing the inner coil and the core. Further applied tensile stress then made the coil elongate to fracture along with tearing of the polymer jacket inside the concomitant corsair pv. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]. Separation of the guide wire.